Manufacturer narrative:
The initial MDR submission was submitted within the required timeline. However, due to an internal system blockage this MDR was submitted late due to a specific ozp record (minimed reference#(B)(4) caused a blockage in minimed¿s MDR submissions process. The case causing the blocking condition was removed on may 26, 2026, after which MDR submissions resumed. The impacted record (B)(4) was resubmitted, and as of may 28, 2026, minimed received electronic acknowledgments confirming successful receipt of the MDR by the FDA. On may 28, 2026, minimed initiated a CAPA (pr#(B)(4) to further investigate the root cause, evaluate the effectiveness of current monitoring processes, and implement appropriate corrective and preventive actions to mitigate recurrence. Ack1 was received beyond the 30-day timeline from the aware date. This follow-up report is submitted to notify the FDA of the justification for the late MDR submission and minimed¿s initiation of CAPA 754879 as a response to this incident. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer reported blood glucose value of 600 mg/dl, and the hyperglycemic event was treated by emergency room visit. The event involved product(s) mmt-332a, mmt-1715kl, mmt-387a. Troubleshooting was not performed for hyperglycemia. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. No further patient complications were reported. No product return is required for mmt-332a, mmt-1715kl, mmt-387a.